Event description:
Consumer with a syringe that appeared to have clear solid in the syringe. Believes that they may be injecting with a "biological." Went to the doctor's office for advice and medical attention. Passed out because they were so upset.